Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) exhibited sudden high impedances out of range in the unknown right atrial (ra) lead and unknown right ventricular (rv) lead, additionally noisy signals oversensing and high pacing thresholds were noted. The leads have been implanted for twenty years. The patient will be hospitalized, and a system revision will take place. No adverse patient effects were reported.

Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) exhibited sudden high impedances out of range in the unknown right atrial (ra) lead and unknown right ventricular (rv) lead, additionally noisy signals oversensing and high pacing thresholds were noted. The leads have been implanted for twenty years. The patient will be hospitalized, and a system revision will take place. No adverse patient effects were reported. Additional information was received which indicated that, the two involved leads are non boston scientific products. The leads were explanted and replaced due to twiddlers syndrome, noisy signals and insulation compromised. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) exhibited sudden high impedances out of range in the unknown right atrial (ra) lead and unknown right ventricular (rv) lead, additionally noisy signals oversensing and high pacing thresholds were noted. The leads have been implanted for twenty years. The patient will be hospitalized, and a system revision will take place. No adverse patient effects were reported. Additional information was received which indicated that, the two involved leads are non boston scientific products. The leads were explanted and replaced due to twiddlers syndrome, noisy signals and insulation compromised. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Manufacturer narrative:
Correction h11: the allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to no problem detected.

Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) exhibited sudden high impedances out of range in the unknown right atrial (ra) lead and unknown right ventricular (rv) lead, additionally noisy signals oversensing and high pacing thresholds were noted. The leads have been implanted for twenty years. The patient will be hospitalized, and a system revision will take place. No adverse patient effects were reported. Additional information was received which indicated that, the two involved leads are non boston scientific products. The leads were explanted and replaced due to twiddlers syndrome, noisy signals and insulation compromised. This ICD remains in service. No adverse patient effects were reported.